Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number (B)(4).

Event description:
A customer reported following implant of an intraocular lens (iol), a patient experienced a uvae reaction. Additional information was requested.

Manufacturer narrative:
According to the risk management file this multifocal intraocular lens - for inflammation and inflammatory conditions like tass, toxicity response, anterior uveitis, hypopyon, corneal edema, lens epithelial cell on-growth and cystoid macular edema, the following manufacturing risk controls are in place per hazard: biocompatibility: endotoxin (lal) testing, formulation procedures/validation, cytotoxicity testing, and sterilization procedures/testing. Storage condition: expiration checks, final packaging controls, and product storage conditions checks. Packaging leachable profile: material specifications, endotoxin (lal) testing, bioburden testing, cytotoxicity testing, and sterilization procedures/testing. Formulation: formulation procedures, raw material inspection and testing procedures, endotoxin (lal) testing, bioburden testing, and cytotoxicity testing. Casting/curing process: process validation, master plan report, device history review, casting and curing procedures process validation, optical quality testing, and inspection procedures. Vacuum dry process: device history record review, vacuum dry process validations, qc inspection procedures, endotoxin (lal) testing, cytotoxicity testing, vacuum dry validations, and lens drying analysis. Plasma treatment: plasma treatment procedures/validation, device history record review, qc and inspection procedures process validations. Final cleaning process: endotoxin (lal) testing, water testing procedure, bioburden testing, process validations, and cleaning procedure. Particulates: environmental monitoring, cleaning procedure process validation, and inspection procedures. An assessment of the manufacturing process and a comprehensive review of product history records and manufacturing documentation did not reveal any manufacturing non-conformances for the complaint lot that could contribute to the reported inflammation. The manufacturer internal reference number is:(B)(4).